Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused caval thrombosis and migration. The implant procedural details, indication for filter placement and medical history have not been provided. There is currently no additional information available for review. The product remains implant and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and occlusive thrombosis do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instructions for use as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The timing and mechanism of the events has not been reported at this time, as such a clinical determination cannot be made. Without post implant image reports the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, caval thrombosis and migration. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b7, d1, g2, g3, g6, h1, h2 and h6. It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused caval thrombosis and migration. The patient reported becoming aware of blood clots, clotting, and/or occlusion of the inferior vena cava (ivc) approximately ten years and six months post implant. Two weeks later the filter was successfully removed percutaneously. The patient also reported anxiety related to the filter. According to the medical record the patient underwent inferior vena cava (ivc) filter placement immediately followed by incision and drainage of the left knee. The patient had undergone bilateral quadricep repair thirteen days earlier. The day before the procedures, the patient was given vitamin k and fresh frozen plasma to bring the inr (international normalized ratio) down. The operative note for the knee surgery noted that the patient was diabetic and infected clinically. Eight coronal computed tomography images that were taken two weeks prior to the filter explant were provided. An ivc filter is depicted in the images. A radiology report detailing the findings was not provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and occlusive thrombosis within the filter and/or the vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instructions for use as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The timing and mechanism of the events has not been reported at this time, as such a clinical determination cannot be made. Without post implant image reports the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
According to the medical record the patient underwent inferior vena cava (ivc) filter placement immediately followed by incision and drainage of the left knee. The patient had undergone bilateral quadricep repair thirteen days earlier. The day before the procedures, the patient was given vitamin k and fresh frozen plasma to bring the inr down. The operative note for the knee surgery noted that the patient was diabetic and infected clinically. Eight coronal computed tomography images that were taken two weeks prior to the filter explant were provided. An ivc filter is depicted in the images. A radiology report detailing the findings was not provided. The patient tolerated the procedures well. Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). The patient became aware of the reported events approximately ten years and six months after the index procedure. Two weeks later there was a percutaneous removal. They patient reported that they continue to experience anxiety related to the filter, even post explant.